Event description:
It was reported that the insulin gauge displayed a different amount than expected, showing 64 units instead of the expected 240 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge, and technical support advised them to call back for troubleshooting if the problem recurred.